Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21cfr part 803. A manufacturing review was performed. The lot met all release criteria. One finesse probe was returned for evaluation. The probe was returned bloody. The main probe assembly was received disassembled from the probe cover. The slider, toothed rack, cannula driver, cutting cannula, and sample notch were received disassembled from the main probe assembly. The clutch wheel was in alignment. The gears were noted to be intact. No damage was observed on the cutting cannula needle tip or the coaxial cannula needle tip. The toothed rack and sample notch were bloody, with no tissue found in the sample notch. The toothed rack was found to be fractured at its distal end, in the area where the sample notch is crimped and joined with the toothed rack. A section of the toothed rack was still visible inside crimped joint area. It is unknown how or when the toothed rack became broken. The investigation is confirmed for a broken toothed rack at the proximal end of the sample notch module. The root cause for the broken toothed rack could not be determined. It is unknown whether procedural issues during the removal of the needle from the coaxial cannula contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy procedure into normal breat tissue density, the device was oriented at a 12 o'clock position and it was noted that no definite tissue was identified within the collection chamber. The biopsy device was then turned to the approximate 3 o'clock position. The device was fired with the cutting chamber noted to course through the biopsied region, however, no definite tissue was identified in the collection chamber. An additional attempt was made at obtaining tissue with the device oriented at the 6 o'clock position, however, no tissue was within the collection chamber. Therefore, the biopsy device was removed leaving the coaxial in place. The nurse was given the biopsy device in order to try to retrieve the tissue by retracting the needle to reveal the cutting through, however, the trough was noted to not be present. The coaxial was removed and placed on the sterile tray. At the conclusion of the biopsy, saline was flushed through the coaxial and three large core biopsy samples were visualized dropping into the formalin container in addition to an approximate 1.5 inch metal piece. This piece was removed from the formalin container with sterile forceps. The biopsy device was examined by the health care providers; the free metal piece was identified as being part of the cutting device/trough from the device. The following preliminary findings, while r and d was onsite found that the sample notch module was detached from the probe another biopsy device was used to complete the procedure. There was no patient injury reported.